Manufacturer narrative:
Pt's gender: unk. The company service representative examined the system and confirmed the problem reported. The power supply was burnt and replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "unit stopped working at the end of surgery" (operating system becomes non-functional). The customer reported the system stopped working at the end of surgery. The surgeon completed removal of the viscoelastic manually with a syringe. The patient was fine at the post operative exam. No patient injury reported.